Event description:
This was a left-sided lead removal case conducted in the cardiac catheter lab, with both an atrial line placement and fluoroscopy throughout the procedure. Indication for the procedure was to extract 2 malfunctioning rv leads (lead age 18yrs & 2mths) and 1 poorly positioned ra lead (lead age 14yrs & 10mths). Md prepped and attached a lld-ez to each lead's distal tip. He lased the first rv lead with the 16f sls ii, removing it successfully. While switching positions, the 16f sls ii was inadvertently dropped out of the sterile field. The md opted to then try extracting the lead with a 13f cook evolution, but was unsuccessful. A new 16f sls ii was opened and lasing of the 2nd rv lead began. Approx 60 seconds after extraction of the 18y.o. Lead, the pt's systolic blood pressure dropped to the mid 40's. An emergent pericardiocentesis was performed, the operating room was notified and pt was transferred. While in the operating room, a sternotomy was performed, a 3mm perforation to the right atrial appendage was discovered and repaired successfully. The pt was reported as being stable in the post-operative unit and was ultimately transferred to the ICU.

Manufacturer narrative:
All devices were disposed of during the code and were unable to be returned for device analysis. An internal lot history review was completed on both 16f sls ii catheters and revealed no nonconformances or material issues.